Event description:
The customer reported that the mattress cover had contaminating material inside. Lab tests came out positive with bacteria inside the mattress and the hospital had to immediately remove the mattress.